Manufacturer narrative:
Clarification to b.3. Date of occurrence: (B)(6) 2023. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product, rupture.

Event description:
Patient reported left side implant removal due to the concerns of the product. Later, healthcare professional reported a left side exchange due to concerns with the product and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation reported event of rupture and anxiety-product/procedure was received on (B)(6) 2023, with lot number 2857581. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on posterior assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed.

Event description:
Patient reported left side implant removal due to the concerns of the product. Later, healthcare professional reported a left side exchange due to concerns with the product and rupture. Device has been explanted.